Manufacturer narrative:
Evaluation summary: the everflex entrust stent delivery system, (sds), was received for evaluation. No ancillary devices from the procedure were received for evaluation. A disk with 84 cine folders was received along with the returned device. The entrust sds was received with approximately 110mm of the inner guidewire lumen extending beyond the distal tip of the sds outer sheath. The silver outer sheath was visible with the safety tab cavity of the handle. The thumbwheel was able to turn. The grey printed strain relief was removed from the handle to allow the handle to be opened up for further examination. The handle was split open along its seams. No kinking or accordion folding of the inner guidewire lumen was noted. The proximal end of the silver outer sheath had advanced to the proximal end of the handle¿s pulley: this indicates that the pull cable was properly routed within the handle. The pull cable remained attached to the thumbwheel. Eight cine images were selected to be included in analysis and investigation. The first cine image is of the targeted vessel anatomy and shows guidewire access has been achieved in the patient¿s iliac artery/ab domainal aorta. The second cine image show pre-dilatation of the right iliac artery. The third cine image shows guidewire access has been achieved in the left iliac artery and that the targeted vessel anatomy is being pre-dilated. The fourth cine image is of a second pre-dilatation of the right iliac artery prior to stent implantation. The fifth cine image is shows that a stent has been implanted in the right iliac artery. The proximal end of the compacted everflex stent within the entrust stent delivery system is visible within the left iliac artery. In the image the proximal end of the everflex stent is in contact with the pusher of the entrust stent delivery system. The distal end of the everflex stent extends into the abdominal aorta in the image. The sixth cine image shows the everflex stent distal radiopaque marker hoops flowered in the left iliac artery/abdominal aorta just above the distal stent radiopaque marker hoops of the stent implanted in the right iliac artery. The proximal end of the compacted everflex stent within the entrust stent delivery system, (sds), is no longer in contact with the pusher of the sds. The seventh cine image shows that proximal half of the everflex stent deployed exhibits stent cell elongation along its structure. The stent does show stent cell elongation of approximately 64mm of elongation. The eighth cine image shows the stent implanted in the left iliac artery being post-dilated. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use an everflex entrust to treat a severely calcified lesion with a high rate of stenosis and little tortuosity in the common iliac artery. Bifurcation of the vessel was reported. The lesion was pre-dilateted with 2 non-medtronic balloons before stenting. It was reported the stent became damaged. The physician reported that, at the end of the deployment, the stent was almost twice as long as expected. During deployment the physician tried to pull it back a little and it was deployed a few millimetres higher than the desired location. The patient was scheduled for postinterventional operation for profundaplasty. The physician was reported to have cut off cca 2 cm of the elongated stent which protruded into the common femoral artery.